Event description:
It was reported that during an unknown procedure, the device didn't function. It was impossible to staple with the charger. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut? If the device cut was the cut line complete?

Manufacturer narrative:
(B)(4). Additional information: upon receipt of additional information from the customer; did the device cut? No, the device didn¿t cut; it wasn¿t possible to unlock the mechanism which slides the blade. It was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is changed to not reportable.